Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the observed noise image was found to be due to a kinked image sensor cable at the device bending section. The issue is a known inherent risk of the device and was likely the result of external stress to the cable from applying excessive stress to the bending section and or excessive stress to the universal cord such as twisting and bending. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit a noise image. There was no patient involvement, and no harm was reported as a result of the event.